Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer contacted the customer care solution center and alleged that the front panel and lcd screen were broken as a result of an unspecified fall and required parts replacement due to the alleged damage. The complaint device was in clinical use at the time that the issue was discovered. There was no patient or user harm reported.